Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that he experienced low and high blood glucose levels. Customer's blood glucose level dropped to 45 mg/dl. The customer treated his low blood glucose level with food. Customer's high blood glucose level was 203 mg/dl. The customer treated his high blood glucose level with a bolus. The device was not returned.